Event description:
A consumer implanted for non-malignant pain reported they were implanted with the implantable neurostimulator (ins) for pain in their shoulders and arms but for the last four to five days the ins wasn't working right and therapy wasn't working as expected. The consumer had to turn it off today because it was very painful to have on. Even after it was turned off the consumer felt a current and tingling going up the right side of their face and head, as well as a sharp shooting pain across the back of the neck. This pain was further described as a hot poker feeling into the shoulder, back, and up into the head which was similar to a previous situation they had which occurred even with stimulation off. The consumer also had a headache behind their eyes. There were no traumas or falls reported related to this issue. It was noted the consumer would get injections if they needed them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.